Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery approximately six months after implantation due to walking-related pain and a complete breakage of the ceramic insert, as confirmed by x-ray. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: item name# femoral stem cementless collarless standard offset 12/14 taper size 5 item# 574101050; lot# 3158239. Item name# g7 pps ltd acet shell 48c; item# 010000661; lot# 7649154. Item name# biolox delta hd 12/14 32x+3.5; item# 00-8775-032-03; lot# 3144309. G2- italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, g1-2, g3, g6, h2, h6, h11. Medical records were received and reviewed by a health care professional who reported that the patient had an initial right total hip arthroplasty. Subsequent follow up ups and x-rays confirmed that the prosthesis was in place, and in good position until the patient reported pain. Subsequently the patient was revised due to ceramic liner fracture. During the revision the ceramic liner was noted to have broken into fragments. The liner and head were revised without complications. Subsequent further follow-ups until the last recorded one in shows continued improvement. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent to hip revision due to ceramic liner fracture. During the revision the ceramic liner was noted to have broken into fragments. The liner and head were revised without complications. Approximately 6 months and 9 days post-implantation. Attempts have been made and all additional information received has been included in this report.